Manufacturer narrative:
The procedure was completed with no problems on (B)(6) 2018 as part of the (B)(6) study bundled under p150026 and p150026/s002, protocol no. (B)(6). No device deficiency was reported. The adverse event was first reported by the patient on (B)(6) 2018. Cardiofocus was made aware of the adverse event on 7-nov-2018 by the study site. Esophageal ulceration is a known adverse event associated with any cardiac ablation procedure. There is no additional information for this adverse event. If any information is provided in the future, a supplemental report will be issued.

Event description:
Ablation was done on (B)(6) 2018 and on (B)(6) 2018 the patient returned with chest pain. Patient was diagnosed with esophageal ulcer and was treated medically and discharged on (B)(6) 2018. Patient was back to baseline at follow-up visit on (B)(6) 2018.